Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the user identified the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: stopper is pop off, it was reported that the event is continuing happening, since these are the only tubes the customer has to work, and it represents a risk for them. ___ ¿ when do the stoppers come out? A: when the samples are checked, once they have taken the sample, they check both the capacity and whether the sample is ready to be centrifuged, as well as the pneumatic tube transport. ¿ for sampling, was a holder used? Was it a bd holder? A: yes and it was from bd ¿ what is the acquisition device used? Was it bd? A: yes they are needles and winged equipment from bd. ¿ was a syringe used to fill the tubes? If yes, was the plunger pushed into the blood, or was the vacuum used to draw the blood into the tube? A: syringe was not used ¿ have the tubes been opened? If yes, has it been opened and closed according to the instructions below? A: to open, push up and to close, push down. ¿ if the plug comes off in the centrifuge, what was the spin time and speed? A: occurs occasionally, 3500 g x 10 min. ¿ are the tubes suspended by their caps in the centrifuge bucket, or do they stay entirely within them? A: tubes are suspended by their stoppers (centrifuge bucket used is not appropriate). Please advise and review it in investigation results.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the user identified the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: stopper is pop off, it was reported that the event is continuing happening, since these are the only tubes the customer has to work, and it represents a risk for them. When do the stoppers come out? A: when the samples are checked, once they have taken the sample, they check both the capacity and whether the sample is ready to be centrifuged, as well as the pneumatic tube transport. For sampling, was a holder used? Was it a bd holder? A: yes and it was from bd what is the acquisition device used? Was it bd? A: yes they are needles and winged equipment from bd. Was a syringe used to fill the tubes? If yes, was the plunger pushed into the blood, or was the vacuum used to draw the blood into the tube? A: syringe was not used. Have the tubes been opened? If yes, has it been opened and closed according to the instructions below? A: to open, push up and to close, push down. If the plug comes off in the centrifuge, what was the spin time and speed? A: occurs occasionally, 3500 g x 10 min. Are the tubes suspended by their caps in the centrifuge bucket, or do they stay entirely within them? A: tubes are suspended by their stoppers (centrifuge bucket used is not appropriate) please advise and review it in investigation results.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. H3 other text : see h.10.